Event description:
The physician had to cut the stem of the cup to release the cup from the infant. The baby was not injured in any way, but mom had a 4th degree laceration in order to remove the cup.

Manufacturer narrative:
(B)(4).